Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at the keypad traces. No display ramping on its own anomaly noted. The device had cracked belt clip slot and minor scratched lcd window.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).